Event description:
Additional information received reported the device was explanted and replaced. The device was at end of life (eol). Normal battery depletion was reported. The patient recovered without sequela.

Manufacturer narrative:
Product ID 7496-25, ,serial# (B)(4), implanted: (B)(6) 1992, product type extension; product ID 3586, serial# (B)(4), implanted: (B)(6) 1992, product type lead. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, model # 7425, serial # (B)(4), found normal end of life, no telemetry and no output. No significant anomaly.

Event description:
It was reported that the patient did not experience a stimulation sensation. The patient stated that his stimulation stopped about a month ago, but he was able to turn it back on and up after replacing the battery in the patient programmer. The patient further stated that his 'stimulation stopped out of the blue on (B)(6) 2012.' The patient indicated that he was 'lying on the floor with his feet up' and his stimulator was 'turned up high.' When the patient got up, the stimulation 'quit.' The patient was not aware of any accident related to this event. Basic functionality of the device was discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient did not have concerns with device or therapy.